Event description:
A site rep stated that when registering with tracer, in an ent procedure, the surgeon felt 2-3mm inaccurate. They stated, the tip of the nose is missing and that this is a large pt. The medtronic rep advised that these exams do not follow protocol and will be difficult to register the pt. The surgeon completed the procedure with the use of the landmarx evolution plus system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.